Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient felt shocking with movement and bending after being hit by an 18 wheeler on (B)(6) 2015. The shocking started suddenly and was outside the paraesthesia area. The patient also had back pain. The patient did not have a current physician. (Omitted non complaint info) additional information regarding diagnostics, intervention and outcome was requested. If received, a follow up report will be sent.